Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope image loss could not be determined, however, the issue was likely the result of damage to the image sensor unit or failure of a component on the printed circuit board due to use stress, external factors, or handling. The event may be detected by following the instructions for use which state: ¿3.6 inspection of the endoscopic system in the operation manual chapter 3 preparation and inspection". ¿inspection of the endoscopic image¿ ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1. Before inspection, wipe the objective lens using a clean, lint-free cloths. 2. Turn on the video system center, light source, and video monitor. Inspect the endoscopic image. 3. Adjust the brightness level as appropriate. 4. While observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities. 5. Angulate the endoscope and confirm that the endoscopic image is free from irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd endoeye laparo-thoraco videoscope had no image. The issue was found during a laparoscopic cholecystectomy procedure. The procedure was completed with a similar device with only a slight delay that did not cause any negative effects on the patient. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen was black due to damage on the charged coupled device, water tightness was lost due to a pinhole on the universal cord, the bending section rubber was scratched, and the adhesive on the bending section rubber was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.